Event description:
It was reported by a customer that during a procedure on (B)(6) 2011, error message codes 102.9, 202.11 and 235 were experienced from the laser sys. Per the customer, when the laser sys was rebooted error message codes 102.9 and 202.11 were experienced again. When the customer tried to clear these error message codes the customer experienced error message code 235 again. Error 235 message code was unresolved.